Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing presyncope. Upon interrogation, the right ventricular lead exhibited noise episodes; provocative arm movements were performed which could not replicate the noise. The patient was released from the hospital in stable condition; she was asked to present to her follow-up doctor for further assessment. No additional information was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA.  Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Event description:
New information received notes that when the patient presented in clinic for follow-up on (B)(6) 2016, noise leading to inhibition of ventricular pacing was observed. Noise was reproducible with isometric exercises. Patient was asymptomatic. The lead was capped and replaced on (B)(6) 2016. Patient's condition was fine and stable.